Event description:
Device report from synthes(B)(6) reports an event in (B)(6) as follows: it was reported that a trochanteric fixation nail (tfna) blade has migrated lateral. It was stated that the patient doesn't want a revision. There was a unknown prolongation of hospital stay. An image reading was performed by a medical director at depuy synthes. He stated¿ that there is back-out of the pfna blade as described in the compliant narrative". This report is for an unknown trochanteric fixation nail (tfna) blade . This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.